Event description:
Shortly after implant, the impedance was measured at >3000 ohms; an x-ray showed the lead had backed out of the connector block of this pacemaker. The pacemaker was explanted.

Manufacturer narrative:
Impedance was >3000 ohms & x-ray showed lead was not connected to header. Device was explanted. The analysis from the MFR is pending.